Manufacturer narrative:
The customer also stated that the event occurred during heavy rain and this may have also been a contributing factor to the alleged event with the emt.

Event description:
It was reported by the customer that as the emt was unloading the cot from the ambulance in the rain, the safety bar did not retract. The emt slipped and hit her head on the o2 tank when attempting to unload the cot. It was reported that the emt suffered a mild concussion as a result of the fall.